Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as intended. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively during the navigate task and caused no delay to the surgery. It was reported that the surgeon was inaccurate with the navigated blade by 3-4mm posterior. The blade was discarded by the site. The surgery was completed with navigation and there was no impact on patient outcome.

Manufacturer narrative:
Additional information: the scans has the ears and part of forehead were cut out. Trace pattern does not encompass large portion of remaining forehead. Due to the scan, unable to collect points more posterior.

Manufacturer narrative:
State software review was not able to assess navigation accuracy as the single registration had accuracy of 2.7mm with good trace coverage across the nose and forehead. If information is provided in the future, a supplemental report will be issued.